Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the display was scratched and cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 04/07/2015 - device evaluation:the pump has been returned and evaluated by product analysis on 03/26/2015 with the following findings: on investigation, the alleged damaged display issue was verified. Scratches were observed on the display lens. The pump powered up to a display screen that was clear and legible. The auditory and vibratory features were operational. No tactile issues were found with the buttons.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).